Event description:
This lead was explanted due to loss of capture at maximum outputs, no sensing, and high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were notified that in home monitoring there was a clear change in lead status one day after patient had a car accident with full airbag deployment to chest area. That is when the lead issues began. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The conductor coil was found fractured between the lead tip and the ring electrode, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent and stretched, the deformation probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.